Event description:
It was reported that following a catheter revision in 2009, (refer to MFR's report# 3004209178200902991) the pt had symptoms of spasms in her face, especially concentrated behind her ear and around her eye. An MRI was done and it was determined that there was swelling around the nerve and that the catheter was actually lying on top of a spinal cord nerve. A revision of the catheter was done at approximately one month later. The hcp explanted the distal segment of the two piece catheter that was going in from her cervical spine, retrograde threaded and threaded a new distal catheter up into the pt through her lumbar spine up to the thoracic 6 - tip of the catheter - placement. During the surgery, the functionality of the pump was verified by programming a bolus of medication through the pump and it was determined that there was medication that had appeared at the tip of the catheter prior to reimplanting a new catheter. The pt was started back on the same infusion rate as prior to the revision surgery.

Manufacturer narrative:
This report is being filed following an internal audit.